Event description:
Information was received from a manufacturing representative (rep)reporting that a patient stated they have a "discharged ins" and w as unable to communicate with the implantable neurostimulator (ins) using the 8840 or insr. The rep stated the patient turned their ins off on (B)(6) 2016 prior to an emg test but never turned it back on. The patient wasn't aware of any loss of stimulation or battery depleting at this time. A pmr was performed by the rep and the ins flipped to por state within 45 min which is when a por error code- 0x2608 displayed on screen. It is noted that the patients therapy had stopped at this time. The rep was able to clear the por, charge the device and provide the patient with good therapy. The patient also reported that they were having a recharge issue. The patient claimed that unlike before, they now need to charge every other day. It is noted that they recently needed to increase their therapy parameters. A therapy impedance check was completed and values were: prog 1: 379 ohms, prog 2: 533 ohms. Document patient settings and recharge interval calculation were as follows: bol: 5.94 days, eol: 4.95 days. Programmed settings were as follows: (used 24 hrs/day) prog 1: 3.2v, 450pw, 70 hz, 379 ohms, 2+2+ electrodes. Prog 2: 4.4v, 450pw, 70hz, 533 ohms, 2+1- electrodes. The rep states that the patient charges up to point prior to seeing sprites and battery level, when she charges the next time it is at 25%. Limited troubleshooting was performed on this issue because the patient has an appointment scheduled with their health care provider to have the device removed for reasons unknown but thought to be related to the recharge issues. Indication fro use is post lumbar laminectomy syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.